Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the vibrate mode did not work anymore and insulin squirting during rewind. The customer¿s blood glucose was unknown at the time of incident. The customer also state that case had crack by battery life and no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery or occlusion alarm noted. However, device failed self test, device received with no vibrate due to broken black wire at the vibrator motor. Device received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).